Event description:
It was reported to boston scientific corporation that an advanix biliary stent was used during a procedure. The exact event date was not provided. It was reported that the stent became broken from the tip of the duodenoscope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.